Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. See section d for product information received. Depuy synthes has been informed that the product code and lot number are not available.

Event description:
The sales rep reported an issue with a milagro advanced screw and requested someone from medical safety to speak with the doctor. Medical safety personnel contacted the doctor on (B)(6) 2016 and was informed that a male patient had btb surgery for an acl rupture on (B)(6) 2015. He developed pain in (B)(6) 2016 and went to see the surgeon. MRI done and 3cc of fluid was withdrawn. Labs negative for infection, but had about 50% neutrophils. Patient went back and forth over next 6 weeks with pain. Returned back to hcp on (B)(6) 2016. Swollen knee with tenderness and pain over tibial incision site. More fluid was withdrawn. Again, no growth or infection noted. MRI appears to show cysts over both femur and tibial screw sites. Dr is planning a revision surgery to remove screw remnants.